Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device displayed error message code "error 44" and would not change over 50 joules. The complainant indicated that there was no pt involvement in the reported failure.